Event description:
It was reported to a 3rd party service agent that the customer's device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the device, the 3rd party service agent observed that the internal hybrid layer capacitor (hlc) batteries had depleted to zero (0), which could inhibit the device's ability to provide defibrillation therapy, if necessary.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was observed to be due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The electrically leaky filter caused the internal hlc batteries to become depleted.

Manufacturer narrative:
(B)(4). The 3rd party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.